Manufacturer narrative:
Sc-2316-50 (sn:(B)(4)). Device evaluation indicated that multiple of the cables were completely broken at the bent/kinked location of the lead, approximately 20.30 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables. The broken cables resulted in the reported complaint of high impedance. The complaint of high impedances was confirmed.

Manufacturer narrative:
.

Event description:
A report was received that the patient's lead contacts were out. High impedances were noted. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg and lead were replaced. The physician suspected malfunction with the lead and it was physician's preference to have the ipg replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient's lead contacts were out. High impedances were noted. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg and lead were replaced. The physician suspected malfunction with the lead and it was physician's preference to have the ipg replaced. The patient was doing well postoperatively.